Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module. It is not known if the erroneous result was reported outside of the laboratory. The initial result was 0.142 uiu/ml. On (B)(6) 2018 the repeat result was 5.56 uiu/ml. The repeat result was believed to be correct. There was no allegation that an adverse event occurred. The tsh reagent lot number was 274071 with an expiration date of may-2018. Calibration signals were acceptable. A picture of the sample was provided for investigation. No turbidity or foam/bubbles were observed. The volume of the sample seems to be on the low end. Instrument performance testing data was ok. No issues were identified during a review of the alarm trace. Based on the information provided, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.